Manufacturer narrative:
Follow-up # 1 ¿ (11/18/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) /2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his one ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started ¿about 6 months ago¿. At an unspecified date/time, the patient obtained a blood glucose reading of ¿254 mg/dl¿ on the subject meter and ¿136 mg/dl¿ from another device (bayer), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%.the patient manages his diabetes with oral medication (glucophage) and denied taking any action in regards to his normal diabetes management as a result of the alleged inaccurate result(s). On (B)(6) 2013 between ¿6-8 pm¿, the patient stated he ¿passed out¿. Around the same time, the patient reported emergency medical services (ems) was contacted and his blood glucose was tested with the ems meter. The patient obtained a result of ¿40 mg/dl¿ and was given IV fluids from ems. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test; however, it did not fall within the control range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strip vial was found to have been exposed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.